Manufacturer narrative:
Insulin pump alarmed button error due to moisture damage on keypad traces. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer was calling for supplies and then received a button error. Customer's blood glucose level was 123 mg/dl. Customer stated that the pump has been working for 2 weeks after the button error. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer will call back to get the replacement pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.